Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not received for evaluation; therefore, a device analysis could not be completed. However, a loose connection was reported which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated peritoneal dialysis (pd) system. This alarm occurred during initial drain of pd therapy. The patient was connected for therapy at the time of this event. During troubleshooting, it was determined that the supply bag was loosely connected to the supply line of the amia cassette which led to the alarm. Renal therapy services (rts) assisted the care giver (cg) with ending therapy and reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.